Manufacturer narrative:
Additional information: a1, a2, a3, a5, a6, g1, h6 (type of investigation). Correction: b5, d1, d2, d4, h6 (investigation conclusion). The investigation has been completed. The results are as follows: DHR results: the lot number was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot number was not provided therefore the stock product could not be reviewed. Investigation methods/results: per the reported information, the reported product was misplaced, therefore the product will not be returned. Root cause: the event is in regard to the abutment and not the implant. The root cause for this failure cannot be explicitly determined. The probable cause for the failure may be due to the improper handling of the product which could cause the product to debond at the base. The product was not returned to determine its physical conditions. CAPA ca-00016. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed due to the abutment. The patient's bone quality, oral hygiene, and medical /dental history were not provided. The patient had a hahn tapered implant placed with the abutment at an unknown date. The provider stated that the ucla base de-bonded from the restoration. The implant was then removed and replaced with a larger-sized implant.

Event description:
It was reported that the hahn tapered implant failed due to the abutment. The patient's bone quality, oral hygiene, and medical / dental history was not provided. The patient had a hahn tapered implant placed with the abutment at an unknown date. The provider stated that the ucla based de-bonded from restoration. The implant was then removed and replaced with a larger size implant.

Manufacturer narrative:
The complaint device was not returned for analysis. A device history record could not be reviewed as a valid lot number was not provided. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).